Event description:
Customer reported a hospitalization for low blood glucose. The current blood glucose reading is 83 mg/dl. The blood glucose reading at the time of the event was 43 mg/dl. Paramedics were call to stabilize blood glucose. Customer was incoherent. Customer also fell and could not wake up. Customer was treated at home. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.